Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: enforcement discretion. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tray epid cont we18g3.5 c20 lor5 s/l/l-e connector between the catheter and epidural syringe pulled apart.

Event description:
It was reported that the tray epid cont we18g3.5 c20 lor5 s/l/l-e connector between the catheter and epidural syringe pulled apart.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review of all applicable manufacturing records for lot 0001260638 did not identify any issues that may have contributed to the reported failure mode.